Event description:
It was reported that a pt underwent a total hip replacement procedure on (B) (6) 2009 and suture was used for subcuticular closure. On (B) (6) 2009, the pt had 3cm x 5 cm size rash around the incision and was treated with topicort and rash subsided. The rash returned after the medication was discontinued. The pt has erythema and itching. Topicort was prescribed for use on (B) (6) 2010 and the pt is scheduled to return to the surgeon's office (B) (6) 2010.

Manufacturer narrative:
(B) (4). (B) (4). Allergic reaction. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.